Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The guide wire was not broken; however, multiple polymer coating damages were observed. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the non-abbott balloon catheter resulted in the noted bunched inner member of the non-abbott balloon catheter in the balloon; thus resulting in the reported difficulty to position. Manipulation of the device resulted in the noted multiple teflon coating damages (torn, bunched, folded in towards itself, separated); thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when advancing a non-abbott balloon catheter over a ht command es guide wire. The core of the guide wire split/frayed and became stuck in the non-abbott balloon catheter. The guide wire and non-abbott balloon catheter had to be removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.